Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qhbehh, and no non-conformances related to the reported complaint condition were identified. Summary. Visual analysis of the returned samples determined that five unopened samples of product code m8733 were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or splitting were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices presented the issue of needle pull off what was being done when the needles pulled off from the suture (e.g. Removal from package, during passage through tissue, during tying, etc. Could you please provide event date if procedure date is different from event date, please provide procedure date. Device return status follow up.

Event description:
It was reported that the patient underwent a CABG surgery in 2021 and the suture was used. During the surgery, the needle was coming off the suture. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please confirm how many devices presented the issue of needle pull off? One suture pulled off. What was being done when the needles pulled off from the suture (e.g. Removal from package, during passage through tissue, during tying, etc.)? During pulling on needle to pass suture through tissue. Could you please provide event date? Procedure date jan 22.